Event description:
I was having back pains. I pick up my meds store. Pharmacist recommended the thermo heat patch. I tried one for 5 hours. It got hot so, I took it off. A week later, I tried the second patch on the job for 8 hours. A couple days later, I found small sore. Starting on neck on my back. Following morning, I found the rash spread all over my body, went straight to emergency room twice. This stuff was medicated.